Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the hospital after receiving a vibratory alert, high, out of range hv lead impedance for the rv-can and rv-svc vectors was observed. Fluoroscopy revealed lead fracture above the svc coil. The lead was explanted and replaced. Insulation damage was observed after the lead was explanted. The patient was in good condition before, during, and after the event.

Manufacturer narrative:
External insulation abrasion was noted at 26.4-27.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The rv conductor was fractured at this location. This is consistent with observation from the field of high hv lead impedance.